Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was involved in a continuous burn incident. (Remained activated) patient was not burned. They had to unplug the cable and device to abort the process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. Blood were observed on the jaws and heater wire. The heater wire was observed to be intact. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. A microscopic investigation was conducted. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues. Based on the condition of the device as returned and the results of the evaluation, the reported failure mode ¿device remains activated¿ was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was involved in a continuous burn incident. (Remained activated) patient was not burned. They had to unplug the cable and device to abort the process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4).